Event description:
It was reported that the customer was repeatedly receiving motor error alarms. The customer stated that then the insulin pump began running super slow and that, during the rewind process, the insulin pump was stalling. Eventually, the customer's insulin pump was able to rewind. The customer's blood glucose was over 300 mg/dl. Troubleshooting was done. The customer stated that she was a paramedic and the insulin pump may have been bumped or dropped while she was working. The customer was able to complete the rewind sequence. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.